Event description:
A report was received that a patient's ipg had been explanted. The patient developed a staph infection shortly after being implanted, as the patient was allergic to the metal in the ipg. The patient has since recovered and is reportedly doing well.

Manufacturer narrative:
The device involved in the event was not returned to bsn for evaluation, because it was discarded by the medical facility.